Event description:
A malfunction alarm was reported by the customer, identified with the code malf 12. The customer's blood glucose level was recorded at 7.6 mmol/l, which is within the normal range. Technical support provided instructions for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.